Event description:
A negative result was obtained with abbott testpack plus hcg combo obc on a serum sample. The sample was tested with axsym b-hcg and was found to be 48 miu/ml. No further info was available.

Event description:
A negative result was obtained with abbott testpack plus hcg combo obc on a serum sample. The sample was tested with axsym b-hcg and was found to be 76 miu/ml. The testpack result was not reported. No further info was available.